Event description:
The pt underwent CABG with placement of the lima to the lad and svgs with connectors to the rca and om. The pt was admitted with chest pain 60 days postoperatively, the svg-rca was 90% stenosed at the connector. The svg-om was 90% stenosed at the connector and a stent was placed. The pt experienced a non-q-wave mi following ptca. Eighty-three days following the first intervention, the svg-om was treated with ptca/brachytherapy and rapamune.